Event description:
It was reported that pump generated repeated cartridge alarms during load process on multiple days and caller had experienced cartridge issues with consecutive cartridges, prompting concern about reliable insulin delivery. There was no adverse impact to the customer¿s blood glucose level. Customer had no backup insulin therapy available and planned to contact healthcare provider, while technical support confirmed pump was under warranty, arranged shipment of replacement pump, provided instructions for placing pump into storage mode and returning it within 10 days, and advised customer to reprogram pump settings and reconnect continuous glucose monitor on replacement device.